Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during flushing, the tip end of the a 7f 14x80 mm smart control stent had released. There was no reported patient injury. The operator opened the stent during an iliac vein compression stenting procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Event description:
As reported, during flushing, the tip end of a 7f 14x80 mm smart control stent had released. There was no reported patient injury. The operator opened the stent during an iliac vein compression stenting procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
As reported, during flushing, the tip end of the a 7f 14x80 mm smart control stent had released. There was no reported patient injury. The operator opened the stent during an iliac vein compression stenting procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. A non-sterile ¿smart 7fr(120cm) stent 14x80mm¿ was received coiled inside of a clear plastic bag. The part was unpacked for evaluation. Upon thorough inspection, a kink was observed approximately 121 cm from the distal tip. The stent was partially deployed. The tuning dial showed no damage, and the lock tab was securely attached to it. No other notable details were observed on the inspected device. Note: a guide wire was inserted to prevent further damage during handling. Functional analysis was conducted to assess the unit's functionality. The lock tab was removed, and the tuning dial was rotated clockwise with the thumb, as indicated by the arrow. The tuning dial rotated smoothly until it stopped. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent fully deployed as expected, expanding properly with no anomalies observed during the functional test. The deploying mechanism was reset to the manufacturing position without any issues, indicating it works as expected. The usable length of the stent delivery system was measured and verified, with dimensional analysis results within specification. Similarly, the outer sheath length of the stent delivery system was measured and verified, with dimensional analysis results within specification. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was visualized as the device was received with the stent partially deployed. However, the exact cause cannot be conclusively determined. Functional and dimensional analysis were conducted successfully, and no anomalies were noted during deployment. Based on the limited information provided, the premature release of the stent tip during flushing suggests that excessive force or improper handling may have triggered the partial deployment. It is crucial to adhere strictly to the standard preparation procedures outlined in the instructions for use. Additionally, a kink was observed 121cm from the distal tip which may have also been a contributing factor. According to the instructions for use, which is not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with saline using a 3-cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with saline using a 20-cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the device over the guidewire through the sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used caution: always use an appropriate size introducer sheath for the implant procedure to protect both the liver tract and puncture site.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.